Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on a bd insyte¿ autoguard¿ bc shielded IV catheter. No serious injury or medical intervention was reported.

Event description:
It was reported that there was foreign matter on a bd insyte autoguard bc shielded IV catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Received one unused iag bc 22ga unit from unknown lot number. The unit was received in three portions, catheter/adapter assembly, retracted needle assembly and needle cover. Observed black flecks/debris on the catheter tubing near the tip. Observed more silicone lube (non-foreign) than normal on the shaft of the catheter tubing with attached black flecks/debris. The debris was identified as residual material from the manufacturing process. (It is possible it could be shavings from tooling mixed with grease and other fm). The submitted photos for review did display the same type of defect as observed in the evaluation. Neither a complaint history check, nor a device history review was performed as the lot number is "unknown" for this complaint. Probable root cause for this incident is identified as lubrication. The cannula/catheter assembly is dipped in the lubrication to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the extra silicone lube. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.